Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The back plate tab was broken, pump was on the dirty side otherwise no appearance of any physical damaged was found. Error history log review found a force sensor test error. The force sensor test error was found at power up and failed force sensor reading. The root cause of the reported issue was found to be the force sensor was out of calibration. Normal wear. The pump was over 4 years old and in need of maintenance. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional testing which passed.

Event description:
It was reported that the pump had force sensor error. No patient injury was reported.